Event description:
It was reported that during cleaning at the user facility that the device had fallen apart. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during cleaning at the user facility that the device had fallen apart. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The reported event was not duplicated during the manufacturer device evaluation. The device has been discarded by the manufacturer.